Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the pt was burned on the tongue by the head of the handpiece.

Manufacturer narrative:
While working on filling the tooth# 12, 14, 15, the pt was burned on the tongue. Burn area was the size of dime. The pt was given antibiotic for burn. During product eval, high debris level was found in the handpiece. The bearings where gritty. The head and spray plate was dented and caused handpiece to overheat.